Manufacturer narrative:
This initial serious case report was received on (B)(4) 2014 from a respiratory therapist (rt) in the united states regarding an inomax dsir ds20110487 with a set nitric oxide (no) of 18 parts per million (ppm) and a measured no reading of 1 ppm. During troubleshooting the patient experienced a brief episode of oxygen desaturation and bradycardia. ((B)(4)). The device investigation was completed on (B)(4) 2014. Inomax dsir ds20110487 was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service logs which confirmed that on (B)(6) 2014 the device was delivering 18 ppm nitric oxide (no) when delivery was terminated with a delivery failure alarm (df) due to no (107 ppm) 100 ppm with injector module (im) flow avg=1.2 cur=o lpm, both less than the required 2 lpm consistent with user error. There were two more sequences in the log which showed high no alarms ultimately followed by device shutdown with a delivery failure alarm due to no greater than 100 ppm with im flows less the minimum required 2 lpm. The rsc investigation could not reproduce the reported no monitoring alarms or df alarms using proper circuit configuration and approved im flow rates. The customer had later confirmed improper configuration of the bunnell circuit with the oxygen (02) blender high flow port connected instead of the low flow port consistent with user error. The root cause of this investigation is use error.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) measured nitric oxide (no) less than set no [device misuse] patient's heart rate decreased to 60 for 1 minute [bradycardia] oxygen saturation decreased to 20% for 1 minute [oxygen saturation decreased]. Case description: this initial post-marketing serious solicited case report was received on (B)(4) 2014 from a respiratory therapist (rt) in the united states regarding inomax dsir ds20110487 with a set nitric oxide (no) of 18 parts per million (ppm) and a measured no reading of 1 ppm. During troubleshooting the patient experienced a brief episode of oxygen desaturation and bradycardia. Follow-up information was received from the bedside rt on (B)(4) 2014. Relevant medical history/co-morbidities: premature female neonate born at (B)(6). Relevant concomitant medications: not provided. Inomax was administered via the inomax dsir starting on (B)(6) 2014 at 20 ppm via endotracheal tube and bunnell jet ventilator. Jet vent settings were peak inspiratory pressure (pip) 35 em h20, rate 320 breaths per minute, mean airway pressure (map) 11.7 em h20, servo-I pressure of 3.8-4 psi with fraction of inspired oxygen concentration (fi02) 26%. The rt reported that on (B)(6) 2014, he noticed the inomax dsir ds20110487 was set to deliver 18 parts per million (ppm) of nitric oxide (no) however the measured no was reading of 1 ppm. The oxygen was set at 26% but the inomax dsir was measuring 85%. The rt contacted ikaria technical services to assist with troubleshooting the device. Another inomax dsir ds20090700 was used to confirm monitored values which matched what the inomax dsir ds20110487 was measuring. During the troubleshooting, there was a brief interruption in inomax flow resulting in an oxygen desaturation to 20% from a baseline of 86% to 94% for one minute, but then returned to baseline when the inoblender was utilized. At the same time as the oxygen desaturation, the neonate also experienced a brief episode of bradycardia with her heart rate decreasing to 60 beats per minute for approximately 1 minute, and then returned to baseline (baseline heart rate information not provided). According to the rt, the neonate stabilized quickly once the inoblender was utilized and the inomax dsir was switched out with another inomax dsir (ds20090700) which functioned within specifications when the patient was transitioned to conventional ventilation. The inomax dsir ds20110487 was returned to ikaria for inspection. Later that afternoon they weaned the infant to 15 ppm inomax and on (B)(6) 2014, she was weaned to 14 ppm inomax. Follow up from the hospital's biomedical engineer on (B)(6) 2014, identified that the bunnell jet had been setup incorrectly. The 02 blender used in the set up was connected incorrectly and the high flow port was connected instead of the low flow port. The rt reported that the events of oxygen desaturation and bradycardia were possibly related to the interruption in inomax during troubleshooting of the device. Outcome: both the episode of oxygen desaturation and bradycardia resolved within 1 minute. Case comment: on (B)(4) 2014, this is a post-marketing solicited serious device report as ikaria became aware of these events when a reporter contacted ikaria customer care for device issues. The manufacturer agrees with the reporter that the events of decreased oxygen saturation and bradycardia due to interruption of no therapy are related to inomax device.